Manufacturer narrative:
DHR review for batch 6090782 (p/n 309658): manufacturing dates: 05/03/2016 ¿ 05/04/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone testing was performed as per requirement with all test results within acceptable range per product specification. Batch 6090782 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 3ml syringe luer-lok¿ malfunctioned during use as the nurses reported having difficulty with the plunger. Reported difficulty drawing up vaccine and injecting vaccine into patients - experiencing some resistance. Resulting in one incident of vaccine that did not injected into patient. There was no report of injury or medical intervention needed.